Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 331 mg/dl and insulin injections were administered to address the bg level. The customer did not know the cause of the high bg. As the customer had disconnected from the pump and had either misplaced it or it was stolen, the customer reverted to using insulin injections to manage diabetes.